Event description:
It was reported that while transporting the patient while on the ventilator within 3-4 minutes the patient began desaturating to 87%. Clinicians switched fio2 to 100% but the patient still continued to desaturate. The therapist then bagged the patient and stats immediately rose to 100%. No further information is available about the patient or event.